Manufacturer narrative:
Concomitant medical products: product ID: 3037, product type: programmer, patient. Product ID: neu_ unknown_lead, product type: lead. (B)(4).

Event description:
The patient reported that she was recently implanted and her left leg started hurting. It was hurting from thigh up to her waist. Sometimes it felt something was sticking. She did not know if stimulation was too strong, just that her left leg was hurting constantly all day and all night. She could not get any sleep at night. It was noted that the change in therapy/symptoms was considered sudden that occurred 2 days prior to the report on (B)(6) 2015. It was noted that there was a poor communication screen on the patient programmer (pp). The patient tried using the pp but was not able to connect. The patient was recently implanted on (B)(6) 2015. The patient did not seem to have any idea where her implantable neurostimulator (ins) was. The patient tried both side and was getting poor communication. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, the event will be updated.